Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and was also charging slowly after restarting the device. There was no reported impact to the customer's blood glucose level. The pump was replaced to address the issue.